Event description:
Caller reported occlusion alarms that resulted in the customer's blood glucose level being displayed as "high", a specific value was not provided. The customer attempted to address the high blood glucose by administering a correction bolus via the pump. Ultimately, the customer resolved the issue by changing the infusion set and cartridge and resuming insulin.